Event description:
It was reported that the up arrow button on the insulin pump was unresponsive. Customer stated that the insulin pump may have been exposed to moisture since she works at a summer camp. Customer's blood glucose reading at the time of the call was 7.2 mmol/l. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with button response functioning properly. No corrosion on the keypad traces or disconnected keypad connector noted. No moisture damage found on the electronics, motor, vibrator, and battery tube assembly during visual inspection. The device had cracked case on the lcd display window corners, minor scratches on lcd display window, cracks on the reservoir tube lip, scratches on the reservoir tube window, and cracks on the reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.